Event description:
It was reported that a motor drive unit has a power defect, and was returned for evaluation and repair. No other info was available, and no adverse patient consequences were reported.

Manufacturer narrative:
Conclusion code: the device was evaluated, and the complaint is not confirmed for power supply. However, the unit was found to be confirmed to have a defective cpc connector.